Event description:
The following was obtained from a review of published article. Yuka shiga et al., "a case report of eosinophilic meningitis which is considered as an allergic reaction to gore-tex artificial dura mater". On (B)(6) 2017, a (B)(6) -years-old man presented with a dizziness and was emergently admitted as right cerebellar tumor was suspected. On (B)(6) 2017, subtotal cerebellar tumor removal was performed by craniotomy. A gore-tex was applied during closure. The final pathological diagnosis was malignant cerebellar lymphoma. Chemotherapy was started, however, it was stopped on (B)(6) 2017 as a non-infectious fever continued. On (B)(6) 2017, radiotherapy was started. The patient's condition was gradually deteriorated with symptoms included a fever, decreasing adl (activities of daily living), anorexia, and nutrition support team (nst) and palliative care team started to intervene. On (B)(6) 2017, contrast enhanced magnetic resonance imaging (MRI) revealed abnormal contrast enhancement which was consistent with the gore-tex implantation area. On (B)(6) 2017, lumbar puncture was performed, and eosinophilia of cerebrospinal fluid (csf) and abnormal elevation of csf protein were revealed. Based on these findings, it was considered that inflammation (eosinophilic meningitis and granuloma) developed due to an allergy to the gore-tex. On (B)(6) 2017, surgery was performed to remove the gore-tex. Laboratory findings were as follows. Csf (before removal of the gore-tex): color was light yellow, opacity (+), cell count 257 /ul, polymorphonuclear leukocyte 101 /ul, mononuclear cells 156 /ul, csf glucose/blood glucose ratio 0.5, protein 364mg /dl. Mononuclear cells included a lot of cell which did not keep its nuclear shape. May-grunwald giemsa (mg) stain showed 80 % of leukocytes were eoshinophil. Histopathology on the removed gore-tex: necrotic tissue cells (ghost cell from eoshinophil) and tissue or texture which seemed to be from artificial thing. Peripheral blood test: leukocyte count 6000-8000 /ul, differential count of leukocytes; eoshinophil 9-16 %, crp less than 0.1 mg/dl. Csf smear test and culture test were negative. Based on the findings that peripheral blood test showed the increased eoshinophil, csf showed the abnormally increased eoshinophil count and contrast enhanced MRI showed the abnormal enhancement around the gore-tex implantation area, it is considered that an inflammation due to gore-tex allergy caused eosinophilic meningitis in the case.

Manufacturer narrative:
Additional information d7: date of explant.